Event description:
It was reported from the (B)(6) study that the patient experienced shortness of breath. The left ventricular (lv) lead was electrically abandoned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.